Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received recurring motor error alarms. The customer stated they changed the site, but the alarm persisted. Customer also reported the alarm occurred during a bolus and basal delivery. Customer's blood glucose was over 200 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported a no delivery alarm occurring. The customer also stated the insulin pump passed a displacement test and successfully primed during troubleshooting. The insulin pump will not be returned for analysis.